Event description:
Device was tested by the physio-control territory manager as per customer letter. Device did not turn on when the on/off switch was pressed, the start up routine was not initialized, and the readiness indicator still showing "ok".

Manufacturer narrative:
The device is being returned to physio-control and will be evaluated by the failure analysis lab. Physio-control will submit a supplemental report on this event.